Event description:
My freestyle libre 3 was giving much higher readings than what my finger stick was. I had a malfunctioned sensor. I also received a letter from my pharmacy regarding the lot numbers that were affected. My daily average was extremely higher than normal. My diet did not change and I / and my husband could not figure out what was going on.